Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The harmonic insert was found to have a broken blade. The blade broken roughly 0.218 from the base and the piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device was activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, a small piece of the harmonic ace insert broke. The fragment was recovered immediately. A similar backup harmonic ace insert was used to continue with the case. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.